Event description:
It was reported that the pulse generator of an asymptomatic patient exhibited a premature elective replacement indicator alert. The device remained implaned, and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.